Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed when the issue happened, and procedure was completed by deleted exams and continued the procedure. The philips remote service engineer (rse) connected with the customer remotely and found that image disk full alert. Upon troubleshooting, rse found that low disk space error. To resolve the issue, rse recreated the image store and deleted unwanted files and recovered the data. After recreated the image store and deleted unwanted files, system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. That the issue is resolved by after restarting the same system. The device has no issue, after restart the procedure is completed. This event would not be reportable. The codes were updated based on the investigation outcome.